Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: not applicable, as there was no patient involvement. Section d6a: if implanted, give date: not applicable, as there was no patient involvement. Section d6b: if explanted, give date: not applicable, as there was no patient involvement. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had a packaging issue, although the lens had not come into contact the patient. Further clarification received reported that the device package was damaged, leading to concerns about the sterility of the inner packaging. The customer expressed uncertainty regarding the type and quantity of packaging material used in the shipment and confirmed that no photographs of the device box or shipping box were available, as these had been discarded. The product was considered contaminated due to potential contact with patient fluids and was subsequently disposed of, rendering it unavailable for return. No other information was provided.